Event description:
Provider states hilo motor for bed making grinding noises and not working. No follow up required. (P/n 1142183).

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.